Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012501230 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues, with the threaded guidewire extended about 4.5 inches from the tip of the catheter. The shape of the array appeared normal, with no unusual features. The capture device has a normal shape, showing no damage or unusual features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirms the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The catheter was reprogrammed before connection to the generator via a cic, and therapy deliveries passed successfully. The catheter was connected to the breakout box, and impedance was measured between electrodes 1 to 9 and the corresponding pins (e-1 to e-9); the catheter passed these tests, indicating no electrical issues. In conclusion, the reported foreign material was not observed during analysis. The loop catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that the high voltage charge timed out. The generator was restarted and the catheter was replaced to resolve the issue. After, when the catheter was removed a suture was found on the tip of the catheter and on the insertion part of the sheath on the handle side. It is unknown where the foreign material originated from. The sheath was then replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 ; product type: generator; product ID 10fcc13; product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.